Manufacturer narrative:
The item has been disposed off by the customer so no further investigations are possible. Received images confirm the reported issue. We have not received any additional information about the circumstances during the reported event. The cause of the breakage has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that a bracket for an external monitor had broken off. There is no report of any patient involvement. Manufacturer's reference #: (B)(4).